Event description:
It was reported tht the patient missed their refill date on (B) (6) 2009 and eight days later, the pump reservoir was empty. The patient was now in the hospital with nausea and vomiting. The medication being delivered via the device system was reported.

Manufacturer narrative:
(B) (4). Additional information has been requested, a follow-up report will be sent if additional information becomes available.